Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 8 months post index procedure grade a dissection of the rca was reported during a procedure and was treated with implant of a stent. The patient recovered. The investigator and sponsor reported that the event is not related to the index device or anti platelet medication.